Event description:
It was reported the subject device tissue pad peeled off after a few outputs. The issue occurred during a therapeutic laparoscopic colectomy procedure which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.